Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardiac monitor (icm) exhibited r-wave under-sensing. The physician elected a replacement icm. The replacement icm also exhibited r-wave under-sensing and it was not used. The physician elected to use a third icm and completed the procedure successfully. The patient was in stable condition.